Manufacturer narrative:
.

Event description:
It was reported that during a hand assisted lap colectomy procedure, the surgeon was clipping the vessel and when attempting to fire, the jaws snapped open and the clip was ejected from the device. The clip was retrieved from the patient. The clip applier was pulled out of the patient and it fired with the same result. Another device was used to complete the procedure. There was no patient consequence.